Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported a fresenius 2008k2 machine with a note on it stating that the fluid removal rate needed to be verified, as a patient came off the machine with a very heavy post-treatment weight. Upon follow up, it was learned that the patient completed treatment on the machine with no harm, adverse event, or medical intervention required. Additional patient and machine information was requested, but was not provided.